Event description:
Upon interrogation of the device, implanted in 2014, it was found to be in back-up vvi mode. Further review suggested the back up was due to eri, but it is unknown if the battery depletion was premature. The device was explanted and replaced without further consequence to the patient.

Manufacturer narrative:
Evaluation of the device confirmed that it was in backup vvi mode due to low battery voltage. After replacing the battery, the device exhibited normal device characteristics. The implant duration of the device was found to exceed the total projected device longevity and is considered normal battery depletion.